Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. At this time, carefusion has not received the suspect device/component for evaluation.

Event description:
It was reported to carefusion that a patient passed away while connected to model lap top ventilator 1150. The customer confirmed there was no report of ventilator malfunction or non-conformance. No further information was provided other than the patient expired.